Event description:
The lay reporter contacted co alleging that the pt's meter was set to incorrect unit of measurement (uom). The pt received an 8.6 mmol/l (154 mg/dl) and there is no info on whether the pt experienced any symptoms at the time of testing. The pt's son contacted the physician who advised the pt not to take insulin. The pt was unable/unwilling to verify whether the meter was previously set to the correct (uom). Customer care agent (cca) sent the pt a replacement meter.